Event description:
It was reported that the patient presented during generator changeout procedure. During procedure, it was noted that the atrial lead cannot be inserted into the header of the implantable cardioverter defibrillator(ICD).the reported ICD was not installed and the procedure was completed using an alternative ICD on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The reported event of connection problem was confirmed. As received, a device was returned for analysis. The cause of the reported connection event was isolated to tightened down the atrial set screw too far in. No other anomalies were identified.